Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed leaking from the r2 syringe assy. The fsr replaced the r2 syringe assy which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results for (B)(6). A review of tracking and trending of the alinity I did not identify any trends associated with the complaint issue. A review of tracking and trending for the syringe assy did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for (B)(6) or the syringe assy was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for one patient. B)(6). Initial run on (B)(6) result around 251.4 ng/l, repeated few days later on (B)(6) result 5 ng/l. No impact to patient management was reported.